Event description:
It was reported that a novum iq large volume pump over-infused morphine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H1: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.